Manufacturer narrative:
(B)(4). Actual sample was reviewed and the reported issue was confirmed.

Event description:
The customer reported to their baxter sales representative (bsr) that the interlink continu-flo solution set, product code 2c6537, lot number s09l15021r, is leaking at the check valve. It is unknown what medication was being infused. The leak was noticed immediately and was used with an unknown pump. The condition occurred during priming. There was no patient injury associated with this report. No additional information is available.